Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009 with two previous driveline repairs on (B)(6) 2012 and (B)(6) 2013. It was reported that on (B)(6) 2015, the patient presented with unusual alarms that were occurring only at night while connected to the power module patient cable. When the health professional switched the patient from battery power to tethered support (connected to the power module), the pulsatility index and power values increased and the speed decreased. Sound changes were noted simultaneously upon auscultation near the left 5th intercostal space. The patient was placed on battery power and remained on batteries for the duration of his hospitalization. Upon auscultating while on battery power, sounds were reported to be normal. Evaluation was performed later in the day with the patient connected to the power module patient cable and a low speed operation event occurred. X-rays were taken and an area of concern by the connector of the system controller was noted. It was reported that there were no areas of concern internally. On (B)(4) 2015, the technical services representative evaluated the percutaneous lead at the hospital. A continuity test revealed a broken black wire. The distal end of the percutaneous lead was replaced. After the repair, it was reported that there were no issues and no alarms when the patient was connected to a grounded power module patient cable. The patient remained asymptomatic throughout the events. The patient would be monitored.

Manufacturer narrative:
Approximate age of device ¿ 6 years and 4 months. The two previous driveline repairs referenced were reported under medwatch MFR report # 2916596-2012-01230 and 2916596-2013-01216. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for evaluation. The evaluation is not yet complete. No further information is available at this time. A supplemental report will be submitted when the analysis is completed.

Manufacturer narrative:
The pump remains in use supporting the patient. Approximately 6¿ of the replaced external portion/distal end of the percutaneous lead was returned. Approximately 3.5" of the reinforcing sleeve had been removed prior to being returned. The remaining portion of the reinforcing sleeve was removed, and examination of the shielding and bionate revealed areas with shield breakdown. Continuity testing was performed on the returned portion of the percutaneous lead, and a continuity issue was found in the black wire. The shielding and bionate were removed and examination of the underlying wires revealed a fracture of the black wire adjacent to the metal/system controller connector. The conductors of this wire were exposed. The fracture of the black wire appeared to be the result of repetitive flexing of the percutaneous lead in this area. This flexing caused abrasion to the wire as a result of rubbing against the braided shielding. The black wire represents the wires of phase 2. The fractured wire would have interrupted function as a result of the exposed conductors of the black wire potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed events. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.